Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient has been hospitalized with a blood glucose (bg) of 430mg/dl and vomiting. Customer support (cs) review of the basal and bolus histories found no issues, all was as expected. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.